Event description:
Additional information received reported that the stroke suffered by the patient was not device related. The patient experienced weakness. The other symptom was illegible on the physician letter. The patient was treated through rehabilitation/physical therapy and observation.

Event description:
It was reported that the patient had a stroke on the left side after the last revision on the left hemisphere in 2012. It was stated that it was not a bleed, but a stroke. The patient was reportedly doing fine, as symptoms had improved, but some dystonia symptoms still persisted bilaterally. Additional information was requested, but had not been received as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 3387s-40, lot# v398876, implanted: (B)(6) 2010. Product type: lead: product ID 3387s-40, lot# v319140, implanted: (B)(6) 2010. Product type: lead: product ID 7482a51, serial# (B)(4), implanted: (B)(6) 2010. Product type: extension: product ID 7482a51, serial# (B)(4), implanted: (B)(6) 2010. Product type: extension. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).